Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three (3) good faith effort (gfe) attempts were made to inquire about additional device information. A customer response was not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that both phenomena "error code e105 and error code e107" occurred due to a faulty led (light emitting diode) unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty led (light emitting diode) unit. Additionally, error code e107 occurred due to the same fault. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the video system center had an error code e105. The patient was not under snesthesia. There were no reports of procedural delay, patient harm or injury associated with the event.